Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: I'm emailing to report another potential back check valve failure. Chemo hung as secondary with a chemo secondary tubing all as per protocol. However, flow from the secondary bag back flowed into primary bag.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no product or photo was returned by the customer. The customer complaint that when chemo hung as secondary with a chemo secondary tubing all as per protocol. However, flow from the secondary bag back flowed into primary bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced check valve malfunction. The following information was provided by the initial reporter: I'm emailing to report another potential back check valve failure. Chemo hung as secondary with a chemo secondary tubing all as per protocol. However, flow from the secondary bag back flowed into primary bag.